Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patients concern with the product. Healthcare professional later reported "hole, non-specific". Device was explanted.